Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 7345996 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. It was reported that 215 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis of the target lesion. The patient underwent uneventful stent placement for 75% stenosis of the left anterior descending (lad). The lesion was pre-dilated at 12atm and a 3.00 x 24mm taxus express2 stent was placed at 10 atm. Timi-3 flow was restored immediately after the procedure and residual stenosis was 25%. Ivus was not performed. The patient was discharged the next day without any problems. Ring the protocol required 2 week follow-up, liver dysfunction was observed, which was attributed to ticlid, and therefore it was discontinued. The pt was given clopidogrel in place of ticlid. Liver function improved at the 30 day visit. The patient underwent a site routine follow up angio approximately 7 months after the index procedure which revealed 90% stenosis (visually) in the lad where the stent had been placed. He was asymptomatic but four days later, a 3.00x28mm cypher stent was placed to treat the lesion. Pre and post stenting measurements during the procedure showed 53.95% stenosis and 15.65% stenosis respectively. The patient was discharged one day later without any problems. The relationship of this event to the device is "definitely related."